Manufacturer narrative:
The physical evaluation found the adhesive around distal end objective lenses are deteriorating with cracking and visible missing parts. Additionally, the user facility's reported issue was confirmed as insertion tube was found loose due to loose internal screw at the body control unit plate. Also, the bending section cover adhesive was is peeling, mesh braid breakage under the bending section cover, leak from the universal cord, cracked mater and slave video plug connector units and scratches on the distal end cover. The scope was last serviced via repair in (B)(6) 2021 for gluing and angulation issues. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center (B)(4) was informed that a customer endoeye flex 3d deflectable videoscope was returned due to a report of "the sheath is loose from the handle". However, upon inspection and testing, the adhesive around the objective lens at the distal end cover was found to have cracked and missing portions (reportable malfunction). No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, based on similar events, the potential causes of the reported malfunction was likely due to external stress applied and or the glue became deteriorated by chemical damage from chemical solution etc. And/or sterilization with sterrad nx etc. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.